Event description:
It was observed during the device evaluation, that the tissue pad on the thunderbeat device was found torn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, we could not specify the root cause of the suggested event, due to the cause of the event was not established. However, it is likely the defect was caused by stress of repeated use, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.